Event description:
The following event occurred during treatment of right side posterior communicating artery aneurysm, 4 mm in height, 4 mm in width, and 4 mm in the neck. The aneurysm has previously been coiled. The matrix soft-2d coil fractured during manipulation in the aneurysm. The coil also protruded into the parent vessel and caused the microcatheter to kickback/lose position of the tip. Were not able to sufficiently pack the aneurysm. The aneurysm was a poor candidant for complete packing.